Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his implant was dead so he couldn¿t use the programmer to access MRI mode. The patient reported that the MRI was ¿to check on the underlying situation with his spine.¿ the patient reported that he thought they put the electrodes in the wrong spot because it hadn¿t been helping him very much and had been a big disappointment to him. The patient reported that he had not been able to get coverage in the right areas for his pain because it was in a ¿broad area and went down his legs.¿ the patient reported that he was reprogrammed in the past but they couldn¿t get it to cover his pain. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was requesting to coordinate with a manufacturer¿s representative (rep) rep resolve the overdischarge. No further complications were reported.